Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a haptic stuck in the injector, which then broke during implantation into the patient's eye. Therefore, the implant was unstable and the surgeon decided to remove and replace it. Through follow up we learned that the patient's outcome is good and normal healing is expected. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 30th june 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint handpiece was received with the plunger rod fully advanced. The cartridge tip could be observed to be bent. The handpiece assembly was inspected and presented with no issues. The lens presented cut but not separated with both haptics detached. One haptic was missing. The lens was cleaned and presented with no further issues. The reported issue of "haptic damaged" could not be confirmed. However, the observed issue of "haptic detached" is similar to the reported issue and could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.